Event description:
The facility reported a flo-gard infusion pump with a false occlusion alarm, which occurred during bio-medical service. There was no patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Event description:
The facility reported a colleague infusion pump with a false air in line alarm occurring each time an attempt is made to load tubing. This event was reported to have occurred during programming/set-up in the facility's general patient ward. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).the device has been received by baxter and is currently in the process of being evaluated. A follow-up medwatch will be submitted upon receipt of evaluation results or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a false occlusion alarm was confirmed during product evaluation. This condition was caused by the pump's door being broken in the latch area with a broken door latch. The door and door latch assembly were replaced to correct the reported condition. Service history review determined that the device has been previously sent into service for the reported condition of "false occlusion alarm". Should additional information be received, a follow-up medwatch will be submitted.